Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.146 in x 0.217 in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling. The complaint regarding the yellow plastic on the tip being broken was confirmed by failure analysis. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other handheld instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the yellow plastic in the permanent cautery hook (pch) was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was identified as defective during the last surgical procedure on 11/18/2024 and there were no missing pieces or any portion of the tip broke off.